Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. The o-ring was removed and the cartridge was successfully reloaded onto the pump. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a cartridge change was performed to resolve the issue. Customer's blood glucose level was 184mg/dl.